Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak of the left common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, anatomy or procedure relatedness of complaint could not be determined. The clinical assessment determined there was evidence to reasonably suggest 9 mm aneurysm enlargement occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the discharge summary dated (B)(6)2024. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day four in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal aortic extension. Approximately nine and half (9.5) years post initial procedure, the patient presented at the emergency room (ER) with abdominal pain but in stable condition. An endoleak was detected per angiogram but it was unclear whether the endoleak was a type 3b or 1b. The physician elected to reline the originally implanted stent graft with an afx2 bifurcated stent graft; however, the endoleak persisted. Two ovation extenders were implanted and post dilated followed by a final angiogram which showed full resolution of the endoleak and confirmation this was a type 1b endoleak.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply .